Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head image had gone blank several times. Additionally, the device also suffered from frequent interference when a coagulation device was used in the same room. There were no reports of patient harm.